Manufacturer narrative:
1/20/1998-supplemental report #1 submitted to FDA.

Event description:
The product was used during a laparoscopic common bile duct procedure. Reportedly, the clips did not advance into the jaws properly. The surgeon used another instrument to complete the procedure. The hospital has reported no patient injury occurred.